Event description:
It was reported that patient was unable to disable MRI mode on their ipg. Troubleshooting was unable to resolve this issue. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that patient underwent surgical intervention and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿unable to disable MRI mode¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Clinician manual, (B)(4) MRI procedure information, contains information regarding potential adverse events that may affect the operation of the ip. Per the clinicians manual: per clinicians manual (B)(4)- under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
The reported observation of ¿unable to disable MRI mode¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Clinician manual, (B)(4) MRI procedure information, contains information regarding potential adverse events that may affect the operation of the ipg. Per the clinician's manual: per clinicians manual (B)(4)- under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.